Event description:
It was later reported that the system is infected and is draining. It was decided that the device needs to be explanted. Review of the manufacturing records for the lead and generator confirmed the devise were sterilized prior to distribution. No known surgery has occurred to-date.

Event description:
It was reported that the patient had fluid around the generator pocket. The patient had surgery to drain the fluid. The physician did not know the cause of the fluid in the pocket, but there did not appear to be an infection at the site. No further relevant information has been received to date.

Event description:
Follow-up was received providing that the patient had the vns lead removed due to the infection. The patient was taken into surgery to clean out her incisions again, and she has battled infection issues since removal.